Manufacturer narrative:
One device was returned for repair with complaint that the pump failed occlusion test. This device has not been in for service in the review period. Visual/functional testing was performed. The reported problem was duplicated. During functional test, it failed at psi testing and stopped at 2. The cause was the downstream occlusion (dso) sensor was out of calibration. Recalibrated dso sensor to resolve reported problem and to bring pump into full functionality. Device passed all functional tests after repairs.

Event description:
It was reported that the pump failed the occlusion test. Patient involvement is unknown.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.